Manufacturer narrative:
The device, serial number (B)(6), was returned for testing. The meter was disassembled, and the electronic compartment was visually inspected. Slight signs of contamination, due to the residue of qc material in the advanced strip socket, were observed.

Manufacturer narrative:
The cobas® glu test strips lot number is 80306400 with an expiration date of 19-may-2026. The product was requested for investigation. However, no test strips remain. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for 1 patient on a cobas® pulse device. The result was 27.3 mmol/l at 16:33 using cobas® pulse device, serial number (B)(6). The result didn't match the patient's clinical status. The patient was tested using another cobas® pulse device (serial number (B)(6) and the result was 17.4 mmol/l at 16:37. This result was believed to be correct. At 16:50, the patient's result using cobas® pulse device (serial number (B)(6) was 9.2 mmol/l. This medwatch will apply to the cobas® pulse device with serial number (B)(6). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to cobas® pulse device with serial number (B)(6).

Manufacturer narrative:
A review of the device's error messages showed that the error message "ms-0030: unexpected system shutdown" occurred 8 times. One of the errors occurred on 16-may-2025. The investigation determined that the contamination found during the investigation of the returned device caused the errors. However, the investigation did not identify a specific cause of the event. The test strips were not returned. During the blood glucose testing, the instrument performed acceptably. The investigation did not identify a product problem.